Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the middle horizontal bar on the high flow insufflation unit was not displayed, and the number 8 was displayed as 0. The issue occurred during a therapeutic laparoscopic surgery which was completed with the same device. There were no reports of patient harm.